Event description:
It was reported that a nurse observed blood beneath the patient's central venous catheter (cvc) dressing and, upon removing the dressing to assess the site, noted that the blue lumen was leaking blood and appeared as though the line had been cut; the cvc had been placed by interventional radiology on (B)(6) 2026 and had been functioning without issue prior to this event. The device was removed and replaced with a new cvc. There were no reports of patient injury, harm, or adverse health consequences associated with this event, the patient's condition was reported as "fine," and no additional medical intervention was required beyond the device replacement described.

Manufacturer narrative:
Qn# (B)(4).